Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out and falling off. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump passed displacement test and no reservoir alarm functioned properly. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.